Event description:
At the end of a routine PICC placement, wire removed and PICC flushed with saline. Pt c/o of sob, coughing, red rash and edema of face and eyes. Pt states he's scared and can't breathe. O2 sats down to 80's - o2 placed. Md at bedside. Pt wheezing, benadryl. Pt had ophthalmology consult and extra monitoring for 1 more day.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.